Event description:
While the external equipment, the patient reportedly experienced an overly loud sensation. The patient was seen at center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the patient's c1 device is to be scheduled.